Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that she experienced "shortness of breath," in addition has not "felt as good since she had her new pacemaker implanted." The pacemaker remains in use. No patient complications were reported as a result of this event.